Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-04057. (B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient developed restenosis. The index procedure treated two target lesions. Target lesion one was a 90% stenosed, 3.0x10mm lesion of the proximal lad (left anterior descending). Treatment consisted of direct stenting with a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a 100% stenosed, 2.54x50mm lesion of the mid lad. Treatment consisted of predilation and placement of two overlapping taxus liberte stents (2.5x32mm and 2.75x32mm) resulting in 0% residual stenosis. At both lesions timi flow improved from 0 to 3 throughout the procedure. The patient was discharged on aspirin and clopidogrel 14 days post procedure. Approximately nine months post procedure, the patient had no angina symptoms; however, follow up coronary angiography showed a 99% stenosed, 2.75x60mm lesion of the mid lad (left anterior descending). Treatment consisted of placement of another manufacturer's drug eluting stent and balloon dilation resulting in 0% residual stenosis. The proximal lad stent was found to be patent with 0% stenosis. The patient's status was improved with no angina symptoms found at the one year study follow up. The investigator assessed the event as definitely related to the study stent.